Event description:
A surgeon reported that following multifocal intraocular lens (iol) implant surgery, a pt's vision was not better and the pt saw starbursts at night. The surgeon stated the lens was the incorrect power and the pt is farsighted. The lens was exchanged for a monofocal lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot. Additional info was requested. A completed questionnaire was not received. (B)(4).